Event description:
It was reported that the right ventricular lead was capped and replaced due to dislodgement without complications. The patient is pacemaker dependent.

Manufacturer narrative:
(B)(4).